Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491910, was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: three ca500 complaints occurred during the same case at [hospital]: complaint 1 of 3: 2023-003183 - ca500, lot #: 1491910. Complaint 2 of 3: 2023-003184 - ca500, lot #: 1491910. Complaint 3 of 3: 2023-003209. Standard usage during a lap chole procedure. Squeeze the handle and the clip does not come out. If the clip does come out, it doesn't approximate correctly and falls off or needs to be removed. No clinical impact to the patient as a result of the event. They had to open a new clip applier. No other instruments were used when the complaint event occurred. No patient injury or illness occurred associated with the complaint event. Product is available for return. Additional information was received via email on 20oct2023 from [name], account manager I, applied medical all 3 clip appliers malfunctioned in the same case. Just this tuesday, 3 clip appliers had issues during one procedure. So, they had to open 4 units to complete one lap chole. The doc fires 2 clips just fine and then nothing. Sometimes he clicks the handle but there is no clip in the jaws. A few times, he was unable to squeeze the handle. Sometimes he has to click the handle a few times just to get one clip to come out. There has not been an issue with the clip's purchase on the tissue. Patient status: no patient injury or illness occurred associated with the complaint event. Intervention: they had to open 4 units to complete one lap chole.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: three ca500 complaints occurred during the same case at [hospital]: complaint 1 of 3: (B)(4), lot #1491910; complaint 2 of 3: (B)(4)- ca500 lot #1491910; complaint 3 of 3: (B)(4). Standard usage during a lap chole procedure. Squeeze the handle and the clip does not come out. If the clip does come out, it doesn't approximate correctly and falls off or needs to be removed. No clinical impact to the patient as a result of the event. They had to open a new clip applier. No other instruments were used when the complaint event occurred. No patient injury or illness occurred associated with the complaint event. Product is available for return. Additional information was received via email on 20oct2023 from [name], account manager I, applied medical all 3 clip appliers malfunctioned in the same case. Just this tuesday, 3 clip appliers had issues during one procedure. So, they had to open 4 units to complete one lap chole. The doc fires 2 clips just fine and then nothing. Sometimes he clicks the handle but there is no clip in the jaws. A few times, he was unable to squeeze the handle. Sometimes he has to click the handle a few times just to get one clip to come out. There has not been an issue with the clip's purchase on the tissue. Patient status: no patient injury or illness occurred associated with the complaint event. Intervention: they had to open 4 units to complete one lap chole.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.